Manufacturer narrative:
The device was returned for evaluation. Inspection and testing could not reproduce the reported image issue. Additional information was requested; however, no further details were received. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. (E1) address continued: (B)(6).

Event description:
The customer reported that during pre-use inspection for an unspecified diagnostic procedure, the ultrasound videoscope image did not appear. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. During investigation, the reported image issue was not confirmed. The root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.